Event description:
Covidien received information stating that an 840 ventilator had a blank display. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap upper and lower liquid crystal display (lcd) panels to see if the problem follows. The customer reported to have replaced the lcd panel. The ventilator passed all testing. Covidien not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).